Event description:
The customer reported that dr. (B)(6) was using the ligasure to remove ligaments laparoscopically during an lavh procedure. After he removed the uterus, the surgeon noted there was extensive bleeding. The bleeding was controlled using sutures. The patient was given four units of blood during the procedure. Estimated blood loss was approximately 2200 cc. The patient is reported as being in excellent condition.

Manufacturer narrative:
(B)(4). Visual inspection found no defects. The device was tested for activation on simulated tissue and end tones, indicating completed seal cycles, were heard. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.